Manufacturer narrative:
The coolgard console was not returned to zoll for evaluation but was evaluated at the customer site. The reported customer complaint of console displaying tcmid: 05 (coolant diif failure) error message was confirmed during archive review and was attributed to a defective lm34a/b sensor. The review of the patient data and event log showed tcmid: 05 (coolant diif failure) error messages. After replacing lm34a/b, the console passed all electrical and functional testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for coolgard with s/n (B)(4). Customer site.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard ivtm system (sn: (B)(4)) was displaying error message tcmid: 05 (coolgard diff failure) during start-up. The customer tried to reset the console; however, the error message persisted. Surface cooling was used to continue the temperature management therapy. There were no reports of patient consequences.